Event description:
It was reported that a shaft hole occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, coronary guide was noted to be exiting a hole that was not expected. The device was replaced with a new nc emerge balloon catheter and the procedure was completed successfully. There were no patient complications nor injuries reported.